Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed t wave over-sensing and high impedance. Re-programming recommendations were made. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Reprogramming was performed by changing the vector. Approximately eight weeks later reprogramming was performed by changing the sensitivity due to t wave over-sensing.